Manufacturer narrative:
The pump was received with a failed battery test and weak battery alarm due to a battery tube connector not plugged in properly. However, the pump had normal operating currents. The pump had a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mmol/l. The customer was advised to insert a new aaa alkaline battery. Customer did not want to remove battpr cap for fear of receiving alarm again. Customer was advised to monitor the insulin pump. The customer was advised that we will ship a replacement battery cap as courtesy. The customer also reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mmol/l. It was explained to the customer that weak battery will occur prior to a failed battery test or low battery alert. The customer was advised that the battery cap will be replaced.